Manufacturer narrative:
(Conclusions): the investigation found the power tray was replaced and corrected the problem. The power tray's failure rate is currently within acceptable parameters. Therefore, no mandatory field action is required on installed base.

Event description:
This x-ray system went down due to a hardware failure.